Manufacturer narrative:
H6 - the medical device problem code were corrected. Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) serial: (B)(6) cable was not confirmed. Product was not returned, and tracking information was not provided. Per the information provided, the mpu cables were damaged due to their dog chewing on the cord. The root cause of the reported event was stated to have been caused by the customer¿s dog chewing on the patient cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ explain what not to do to the cables, including refraining from bending, kinking, or twisting the cables. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a defective mobile power unit (mpu). The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The mobile power unit (mpu) was defective due to the patient's dog chewing the cord. There were no alarms associated with the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.